Manufacturer narrative:
The device has not been returned for evaluation. The root cause is unable to be determined at this time. A review of the device history records (DHR) confirmed the device met all quality inspections and specifications prior to release. If any additional information is provided, a supplemental report will be submitted.

Event description:
Information was received that the nail did not lengthen in the patient despite using a different external remote controller (erc). A revision procedure was performed where the nail was removed and tested with a fast distractor which was able to distract the nail, however, the surgeon could feel it "clocked in" the nail. Therefore, the nail was deemed to be damaged. The nail was exchanged with a new one. No additional information has been provided.